Event description:
The product is a medcomp 2.6 fr dual lumen PICC. On the 23 gauge lumen, the junction of the clear extension piece and the white luer piece had fluid leaking around the junction. We just began using this product about 4 or 5 months ago, and our utilization has not been very high to date. The loss of this catheter was costly for the patient. This particular patient required a catheter exchange. She continued to require central access and the family and service did not wish for her to return to the operating room for a new line. The day after the catheter was exchanged, the patient decompensated with a septic type of picture and was transferred to the ICU. To date, the blood cultures have remained negative.